Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with "damage." It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. Upon further review, the quality engineer has attributed the reported condition to a door issue. This condition had the potential to interrupt delivery. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the customer's reported problem of "damage" was confirmed and reproduced during service evaluation. The quality engineer has confirmed the reported condition as a door issue. The quality engineer has identified the broken door as the assignable cause.